Manufacturer narrative:
Device returned for evaluation.

Event description:
It was reported that due to the cylinders being too short the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. New components consisting of a 18cm x 12mm cylinders and pump were implanted. Previous reservoir was retained and in use. The patient is doing ok after this surgery and remains under clinical observation. Should additional information be received a supplemental report will be submitted.